Event description:
It was reported that the 9800 system had dark images and display after entering the sleep mode. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface and image adaptor boards and the display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.